Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Advancer bypass; opening issues. The device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing, the tip of the advancer slid toward tissue stop during the consecutive firing sequence causing the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties; pear shaped clip was released. It should be noted that an investigation has been initiated to address the potential root cause of the advancer bypass issues. During the next firing sequence a double fed incident was noted causing pear shaped clips; however, it could not be determined what may have caused this condition. The device fired the remaining clips conforming and the device locked out as intended but the orange indicator was not visible. As not enough information about the incident reported was available, the event could not be confirmed.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, one clip formed in a figure eight. An endo loop device was used to complete the procedure. No adverse consequences reported.